Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2007 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 09-oct-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 20mg at 6mg via an implantable pump. It was reported that no cerebrospinal fluid (csf) from catheter access port (cap) or catheter when pump pocket opened for scheduled pump replacement. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Troubleshooting/diagnostics performed was attempting to aspirate csf. The catheter tied off in pocket and left implanted and new catheter implanted. The issue was resolved at the time of this report.